Manufacturer narrative:
Stryker product assessment center (pac) technician evaluated the customer's device and verified the reported issue. Stryker pac technician determined a faulty sw5 reed switch was the cause of the reported issue. The customer received a replacement device and this device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that their device would not power on when the lid was opened. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.